Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2015-n-2781-0479, awareness date 14-aug-2015 ). It refers to a female consumer of (B)(6) in united states who had essure (fallopian tube occlusion insert) inserted in 2009. Consumer reported that since insertion she has had a severe allergic reaction causing her entire body to break outing hives. She was diagnosed with psoriasis. She had terrible periods with clots of blood that could last from 3 days to 3 months non-stop. Her hair was falling out, she always had a metallic taste in her mouth and her teeth were crumbling to pieces. She had almost every vitamin deficiency. Her bone and joints hurt on a daily basis. She was diagnosed as chronically depressed. She had several urinary tract infections, bladder infections and kidney stones. She had a large cyst on her ovary and a burst feeling like labor pains that sent her to the hospital. She was scheduled for a hysterectomy. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced burst feeling like labor pains. This event, interpreted as pelvic pain female, was considered serious due to medical importance and listed according to the reference safety information for essure. In this case, consumer started experiencing this event after essure insertion. A hysterectomy was scheduled. No alternative explanation was provided. Based on the event's nature and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 10-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced burst feeling like labor pains. This event, interpreted as pelvic pain female, was considered serious due to medical importance and listed according to the reference safety information for essure. In this case, consumer started experiencing this event after essure insertion. A hysterectomy was scheduled. No alternative explanation was provided. Based on the event's nature and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect no active follow-up will be pursued, as this case was identified during health authority website monitoring.